Manufacturer narrative:
Novocure medical opinion is that the potential contribution of the device to the sensation of asphyxia described as choking, which may have led to harm, cannot be ruled out. Asphyxia was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 8 reports of asphyxia in the commercial program to date, 5 of which were non-serious, 3 serious, potentially related to device use. Strangulation has been considered in the optune risk evaluation; initial risk was reduced as much as possible and residual risk is considered to be acceptable. The event did not result in permanent impairment of body function or permanent damage to a body structure. The event was considered temporary; the patient did recover from the event without reported sequelae. There are no long-range health consequences to be expected.

Event description:
A 66-year-old male patient with a newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing entanglement in the device cords during the night, resulting in a sensation of airway constriction described as choking. The patient had previously expressed significant frustration with the device, citing frequent issues with cord entanglement. An email received from the from the prescriber on (B)(6) 2025, stated that the patient was "okay" but had not used the device due to ongoing issues with tangled wires. The patient was not hospitalized, did not require medical treatment. The event was attributed to the physical configuration of the device's wires.